Event description:
The facility representative reported a flogard infusion pump with a door open/close clamp alarm. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. It is unknown if a patient was involved in this event. No additional information is available.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a door open alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the door open alarm was determined to be damage to the door. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.